Event description:
It was reported that the pump battery would not charge leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, such as using a different wall adapter and charging cable, all of which failed to resolve the issue. Technical support decided to replace the pump, confirmed that the pump was under warranty, and coordinated the shipping of a replacement. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery continues. The caller was also instructed on how to prepare the malfunctioning pump for return and agreed to send it back using a prepaid label within ten days.